Manufacturer narrative:
(B)(4). The customer's complaint of a channel disconnect event was not confirmed, however a channel error was confirmed through a review of the pcu event logs. During an infusion of vasopressin a channel error 240.4150.0 (sensor broken high) occurred on the suspect pump module. . This error is related to failure of the upper (bottle) pressure sensor. Review of the pcu event logs could not confirm any channel disconnect events while using this device. Testing using alaris system maintenance (asm) analog sensor was used to evaluate the upper (bottle side) pressure sensor of the suspect pump module. Upon applying a slight pressure to the upper pressure sensor, the bottle voltage would stick in the high pressure state. After replacement of the upper pressure sensor with a known good part, the upper pressure sensor would no longer stick in the high state. The proximate cause of the error code was an upper (bottle) side pressure sensor failure; however, the root cause was not determined.

Event description:
The customer reported during transport of a critically ill patient, vasopressin (channel a) was programmed and started on a pump that was already on, but no other infusions were running. Shortly after the drip was started, channel a alarmed for ¿channel disconnect.¿ due to the patient¿s instability (maps 40s-50s, o2 sats 70-80%) the infusion was continued on a different device, and the units and sets with the channel error were sequestered and sent to biomed for evaluation. No patient harm was reported due to this event, no other event details were provided.